Event description:
It was reported that after a procedure and during reprocessing, a 5 mm regular cannula accessory was bent. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis visual inspection found slight warping and bending at the distal end of the cannula. Cannula inspection was performed using a blunt obturator. Resistance was felt as the obturator moved through cannula indicating likely damage to the tube. The distal end of the tube wobbled when the cannula was laid on the bowl and spun, suggesting the tube is bent. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.